Manufacturer narrative:
It was reported that there was an excessive amount of blue lint in cath pack. I noticed that there was excess lint, so I wiped the wire and all devices repeatedly to prevent an adverse event from occurring. No injury happened. The patient was discharged without incident. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
There was an excessive amount of blue lint in cath pack.